Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for low rv tip-to-coil impedance was triggered two days in a row for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.